Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 118001, versa-dial/comp ti std taper, lot # j7551605. Catalog #: 110030777, cr 40mm glenosphere +3mm cocr, lot # 65369822. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02648.

Event description:
It was reported the patient underwent a shoulder procedure about 3 months ago. Subsequently, the patient was revised due to disassociation about 2 weeks later. The glenosphere was revised. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.